Event description:
Event description guidant received information that the patient with this pacemaker died the day he was discharged from the hospital. The patient had been hospitalized for paroxysmal atrial fibrillation. The device pacing at the maximum tracking response(mtr). The atrial tracking response was turned on, and the mtr was reprogrammed from 120 bpm to 100bpm. It was found the patient may have endocarditis, and was hospitalized. A week later the device was reprogrammed the mtr from 100 bpm to 120 bpm. Approximately two weeks later the patient left the hospital. That afternoon of the day he was found at a side of path and brought to the emergency room. The patient had died. It is reported that the lead impedance measurements increased the day before the patient died. The device, and a portion of the lead, were removed from the patient and returned for analysis.